Event description:
The clinic reported that a pt treated for prk enhancement to a lasik procedure performed in 2006 presented with infiltrates and blurry vision four days post-op. The pt's bcva was 20/150. The pt did not show up as scheduled for his one and two day post-op exams. The pt was started on vancomycin. At the eleven day post-op examination, the doctor indicated the infiltrates were fading and the visual acuity had improved to 20/70 (uncorrected visual acuity). The pt is continuing on the vancomycin and will be rechecked. Follow-up info on the pt has been requested, however, has not been provided.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only.